Event description:
The field service engineer reported a pump with failure code 810:04. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 30, 2007. Evaluation summary: the reported condition of failure code 810:04 was confirmed in the pumps' event history file, however, it could not be duplicated. Therefore, no further correction was made. Device was evaluated on site on 01/09/2007